Manufacturer narrative:
Additional information: on (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, an area of siltex cracking was observed in the posterior view . Within the siltex cracking, a tear was noted, measuring approximately 1.0 cm, causing a deflation. The evaluation determined that the rupture is consistent with a siltex cracking deflation. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with unspecified 325cc saline mentor smooth breast implants and experienced deflation on the left side postoperatively. As a result, the patient underwent bilateral device removal and replacement with 425cc saline mentor smooth round moderate plus profile breast implants, catalog number: 3502425, serial numbers: (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2020.